Event description:
The customer reported that the insulin pump alarmed lost sensor for three hours. When he tried to restart the sensor, the cannula was a quarter of its usual length. The sensor was retracted when he removed the sensor. Customer's blood glucose level was 107 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken near sensor base. Broken part missing from sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.